Event description:
Dexcom g5 receiver - pediatric. Had low alarm set at 100 mg/dl, device includes a fixed alarm at 55 mg/dl. Device was requesting calibration, which was ignored by user. Receiver recorded blood glucose levels falling below 100 mg/dl alarm set point, and subsequently receiver recorded blood glucose levels falling through the 55 mg/dl internal safety set point, both with no alarms being sounded. User woke up low at a meter glucose of 38 mg/dl, with receiver showing 39 mg/dl. It seems possible that the device calibration request caused the alarms at 100 mg/dl and 55 mg/dl not to sound due to a programming error in the device software. Device will also not upload data from the last 5 days using dexcom's clarity data uploading software, conveniently preventing the data related to this claim to be uploaded for dexcom staff to verify and review.